Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of undersensing was confirmed in the laboratory via stored electrograms. Device function was tested on the bench and was found to be normal.

Event description:
It was reported the device was explanted and replaced due to undersensing.